Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated when the consumer was moving the bed they alleged that one of the locking brake casters broke off. Dealer stated there were no injuries associated with the incident. Dealer stated he will not release the end user's name due to hipaa reasons.